Event description:
Customer's mother called to report the insulin pump was making an odd sound and vibrating. Blood glucose reading was 180 mg/dl. The customer also stated that the keypad was unresponsive. Customer mentioned there was no physical damage on the insulin pump. The customer changed the battery but it did not resolve the issue. No significant events were recalled leading up to the anomalies. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected high pitched sound anomalies or vibration anomalies were noted. The pump was received with multiple missing horizontal line segments due to moisture damage on the lcd board. The pump was received with a frozen screen during boot up due to moisture damage on the mother board, interface board and remote frequency board. Unable to perform the displacement test due to a frozen screen. Unable to verify the unresponsive keypad due to the frozen screen. No damage to the keypad traces noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.